Manufacturer narrative:
Visual inspection of the returned device revealed no anomalies. There was no damage at the luer extension tube area. During the leak test, pressure dropped. Water was pushed through the catheter lure toward tip using a syringe and water came out through the catheter handle. During further investigation, the catheter handle was opened and saline residue was discovered inside the handle. In order to determine the source of the saline inside the handle, the fluid lumen located inside the opened handle was cut approx 2.0 cm from the proximal end of the handle. This resulted in two pieces of lumen, one smaller piece located near the proximal end of the handle and a longer piece, which runs through the catheter shaft all the way to the catheter tip. The portion of the lumen at the proximal end of the handle did not move when pulled, however, the longer piece (attached to the catheter tip) separated when a pulling force was applied. The breakage/separation occurred in the location of the strain relief joint. Due to the separation, saline was entering the catheter handle, which resulted in the handle leak during leak testing. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no non conforming material reports as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
The event is reportable based on the investigation completed on (B)(6) 2012. It was reported that during an ablation procedure, the irrigation port of the therapy cool flex catheter detached from the back of the handle and the bottom side of the handle of the catheter moved when the physician moved the push/pull mechanism. This was noted close to the end of the procedure, when the generator showed a temp error when rf was started. The catheter was not changed as the procedure concluded. There were no consequences to the pt. The investigation revealed the handle of the catheter leaked.